Event description:
It was reported that lens was removed intraoperatively from the pt's left eye due a capsule damage noted after iol insertion. Vitrectomy was performed and another lens was implanted successfully. The pt is expected to continue to improve on topical steroids and nsaids for mild cme. Please reference MDR #: 1119279-2014-00017 for the intraocular lens used during the event.

Manufacturer narrative:
According to the surgeon, the lens was not injected smoothly into the eye. The delivery device has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.